Event description:
It was reported that the customer's pump would not start even after attempting to connect it with different cables. There was no reported impact on the customer¿s blood glucose level. The pump's functionality could not be verified due to its inability to start, and arrangements were made to return the device.